Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. Based on the results of the investigation, it is likely that the foreign material did not originate from this product. It may have adhered from fibrous materials used in the surrounding area during the procedure. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: "check the appearance of the instrument, especially confirming the following: the shaft is not torn, cut, peeled, or rolled up. The metallic section on the shaft and the grasping section is not corroded or discolored. The appearance is free of bending, deformation, and other irregularity. Should any damage and/or irregularity be observed, do not use the sonicbeat instrument and replace it with a new sonicbeat instrument. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the final stages of a therapeutic laparoscopic appendectomy, an unidentified foreign material on the thunderbeat was unexpectedly discovered. This was completed using the same set of equipment. There were no reports of patient harm.